Event description:
A pt returned post polypectomy with bleeding. Follow up revealed, but could not confirm, a procedure was performed to achieve hemostasis. However, no further details were available. The device has been destroyed by the user facility. Therefore, no failure analysis will be available. No malfunction of the device was reported to have occurred. Co was informed the pt had prior pathology that may have contributed to this event. The pt's present condition was reported to be good. Since no malfunction of the device was reported, co does not attribute this event to the device. However, without further info, co was unable to determine the cause for this event.